Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer experienced a low blood glucose (bg) level between 44-123 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.